Event description:
It was reported that patient began to vomit minutes into the superion indirect decompression (ID) procedure and was aborted. The patient became ill from the anesthesia, and it was thought best for the patients health and safety to abort the procedure per the physicians assessment. No ID device was ever opened, and the patient did well post-operatively.